Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was displaying the message to replace the safety disk on the screen. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed the system and observed blood back in the pim and fill assembly. The fse replaced the pim and 2 safety disks. Note: 1st disk was contaminated with blood when inserted during troubleshooting). The fse returned at a later date to replace the pnuematic module assembly, and the helium reservoir. The unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.